Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and low battery alarm. Customer's blood glucose at time of incident was unknown. The customer stated the screen is messing up and thing are flipping around on its own and not giving the right amounts. Customer stated it keeps saying low battery and he changed the battery but issues are still continuing. Customer was unable to troubleshoot because he doesn't have the pump available. The customer will call back to confirm the serial number of the pump.